Event description:
The device was used during a procedure on the rectum. Reportedly, the handles would not stay closed and the anvil did not tilt. A small tear on anastomosis was leaking and the surgeon performed an ileostomy to correct the condition. The hosp has reported the pt's condition is satisfactory.